Event description:
Event description guidant received information that this pacemaker patient reported to technical services that her device is malfunctioning every time she goes through the security doors of a bank, department store or library, or when near electrical utility boxes..she feels short of breath and unable to talk. She reprots she knows the device is on recall, and she thinks it malfunctions when she has those feelings. She reports her previous pacmekaer was completely turned off when walking near a facility that had a magnet. She reports she is very upset about this and concerned that this malfunction will eventually result in her death. She has talked to her physician many times and when the device has been checked they tell her it is working fine.